Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report 1818910-2014-18549. This report, 1818910-2014-18536 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-18549.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. No additional information was obtained. The x-ray images appear to be photographs of the original x-ray and have poor image quality. The images also had reflective attributes near the tray¿s edges, possibly from camera flash, making it difficult to discern regions of loosening. The reported complaint of tibial loosening cannot be confirmed with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.